Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rewarming in normothermia. Nurse stated patient temperature (pt) was not getting to targeted temperature (tt). They have received alarm 15 unable to obtain stable patient temperature, alarm 14 patient temperature 1 probe out of range, alert 50 patient temperature 1 erratic and alert 11 patient temperature 1 below low patient alert. Patient temperature (pt) (ts foley) 36.2c and outlet control temperature (t2) was (esophageal probe) 35.7c, water temperature (wt) was 22.8c, water flow rate (wfr) was 2.8 l/m. Patient temperatures correlate. Verified temperature cable secure in probe and in the arctic sun device. Had flex the temperature cable and no fluctuations noted. System diagnostics showed that the outlet monitor temperature (t1) was 23.4c, outlet control temperature (t2) was 23.5c, inlet temperature (t3) was 23.7c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 66 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3161 and pump hours were 2916.6. Confirmed they are utilizing bair huggers and warm blankets. Provider came in the room and ordered therapy to be stopped. Per follow up information received via task on 11feb2026, spoke with charge nurse who stated they had a biomed pick up the machine, cable and probes that were in use so they could all be tested. Their rewarm target was set to 36c.